Event description:
Prior to robotic transanal minimally invasive surgery, the surgeon took the device from package to use a sterile med reprocessed 5mm trocar when the top part of the device fell apart. No harm to patient.